Event description:
It was reported that the device exhibited a diagnostics anomaly during implant. Upon re interrogation the device, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.